Manufacturer narrative:
Citation: hartrumpf m, et al. Fracture of colvin-galloway future band causing a tear in the anterior mitral leaflet. Ann thorac surg. 2006 may;81(5):1879-80. Doi: 10.1016/j.athoracsur.2005.05.093. Earliest date of publish used for date of event: (B)(6) 2006 (month and year valid). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case report regarding a (B)(6) year-old male patient who underwent mitral valve repair with a 36 mm medtronic cg future annuloplasty band (unique device identifier number not provided). Ten months later, the patient was readmitted to the hospital with symptoms of congestive heart failure (reduced fitness, ankle edema, and dyspnea). Echocardiography revealed recurrence of severe mitral regurgitation with concomitant severe pulmonary hypertension and new severe tricuspid regurgitation. Laboratory results showed signs of hemolysis. Subsequently, urgent mitral and tricuspid valve repair was performed. During the surgery, the authors noted a 1 cm tear in the base of the anterior mitral leaflet and that the cg future band was firmly anchored in the native tissue but showed instability close to this region. Following explant of the band, the authors discovered a fracture of the steel wire near the posteromedial commissure. Further inspection revealed the band¿s fabric cover had been perforated by the broken wire. Due to the tear in the anterior mitral leaflet, the mitral valve was replaced with a 31 mm bi-leaflet prosthesis (manufacturer undisclosed). Then a devega tricuspid annuloplasty was performed. The patient recovered quickly and was discharged sixteen days after the surgery. No additional adverse patient effects or product performance issues were reported.